Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, the teflon pad peeled/curled inside the patient but no piece fragmented in the body cavity and no metal was exposed. The device was replaced with another similar device and the intended procedure was successfully completed. However, when it was pulled out from the patient, the probe broke outside within the sterile field. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event and was provided limited information.

Manufacturer narrative:
This supplemental report is being submitted to correct the lot number of the device, the manufacture date, and to provide the device evaluation results. The device referenced in this report was returned to olympus for evaluation. The evaluation was unable to confirm the reported event. A visual and microscopic inspection of the device showed the teflon pad had partially split and metal was exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe. This type of teflon pad damage can result from continuous activation of the output without tissue between the grasping section and the probe.